Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stocking window had passed. A technical support specialist (tss) reviewed the issue and confirmed that the cabinet was experiencing a synchronizing issue that was preventing restocking due to required urls being blocked on the network of customer. The system requirements file was provided, and the customer was advised to share it with their it team to review and unblock the necessary urls. Verified in myqlink that the cabinet resumed synchronizing successfully, with no pending records remaining. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the stocking window had passed. The customer reported receiving the error message stocking window has passed when attempting to stock vancomycin. It was reported that the issue was caused by a database synchronization failure. However, there were no delay or adverse events or injuries reported based on this event.